Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported foreign material was not returned and could not be verified. A photograph of the reported foreign material was provided. The fiber in the photo does not resemble any material used during manufacturing of the emboshield nav6 device; therefore, it may be possible that the fiber was introduced after removal from the packaging. The syringe was returned without a cover and there was no damage noted to the syringe. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported foreign material. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the additional information was obtained: before use, the syringe cover was noted bent.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation and flushing an emboshield nav 6, a piece of plastic was noted where the filter sits. The device was set aside and not used in the patient. There was no patient involvement. Another nav 6 was used without issue. There was no additional information provided.